Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging nasal/throat irritation or soreness, smells hot/air that blows gets really hot/also causes lot of mucus,device has strange odour related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. At the time of all 3 attempts to have the device and components returned for evaluation, the call was unable to complete. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.